Event description:
No blood glucose levels reported. The customer reported that the insulin pump had two cracks on the screen. The customer also reported that a small piece of the plastic had come off from the insulin pump by the battery compartment. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.